Event description:
It was reported that "the uclip inserter failed to engage and fully insert the uclip over the lag screw. Rep had another backup set and used it and it worked." No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplement report.